Manufacturer narrative:
Root cause: excessive pressure. The battery of the power drill was running low, so there is a possibility that the surgeon put more pressure over the drill. Initially it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported. Device evaluation: the break is approximately .768" from the positive stop on the drill. This is very close to the transition between the first flute and the second flute.

Event description:
Broken drill bit. Some of the drill tip was left inside the pedicle. The surgeon tried to remove as much as possible, but a portion was left behind. The surgeon said they were unable to put in a second implant due to the hole that was left so they filled up the hole with bone graft. The doctor made a comment that the battery of the power drill was running low, so there is a possibility that he was putting more pressure over the drill.